Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Evaluation of the returned device revealed that no issues were found on the distal tip, the device appears to be in good conditions. The telescope assembly was able to properly pull back, advance, and retract. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that an imaging catheter tip break occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to view a severely calcified target lesion. It was noted that the use of the opticross¿ imaging catheter was stopped since the distal tip of this catheter was almost detached. It was further noted that the tip did not separate, but was broken and torn. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an imaging catheter tip break occurred. During a percutaneous coronary intervention (pci), an opticross imaging catheter was used to view a severely calcified target lesion. It was noted that the use of the opticross imaging catheter was stopped since the distal tip of this catheter was almost detached. It was further noted that the tip did not separate, but was broken and torn. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.